Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a "key stuck" alarm during the power up test and keypad test. After investigation the results indicated a reportable malfunction due to the key stuck alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was returned for repair. The customer returned the product for repair, and during physical inspection it was found that the device had a "key stuck alarm". There was unknown patient involvement and unknown patient harm/adverse event reported.